Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01180.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to dvt (deep vein thrombosis). Patient is alleging vena cava perforation (a left posterolateral strut lies 2mm outside the ivc wall and is intimately associated with anterior longitudinal ligament). The patient is further alleging constant leg pain, swelling/pain in hip, foot pain, swelling, inability to do "any activity," and constant unspecified pain. Per a report from CT (computed tomography): "the apex of the filter impinges upon the anterior wall of the ivc. Filter struts are intact without bending. Right posterolateral strut tip lies 3 mm external to the ivc wall. A left posterolateral strut lies 2 mm outside the ivc wall and is intimately associated with anterior longitudinal ligament. The left anterolateral strut extends 0.7 mm from the ivc. Right anterolateral strut lies within 1 mm of external surface of the ivc wall. No regional infiltration is seen."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.